Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18620. It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead and exhibited noise oversensing that led to inappropriate anti-tachycardia pacing. A chest x-ray was performed and revealed right atrial lead and right ventricular lead dislodgement. The physician explanted and replaced both leads. The patient was in stable condition.